Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed with high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported experiencing big differences between blood glucose readings and sensor glucose readings. Customer stated that he had inaccurate lows and the sensors do not last six days. Customer's blood glucose reading at the time of the call was 153 mg/dl. Customer declined any further troubleshooting. No further information reported.